Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of pt involvement.

Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).